Event description:
A surgeon reports that a pt had unexpected postoperative refraction following intraocular lens implant surgery. The pt had a refraction of -1.00. The surgeon was expecting plano. The lens remains implanted. More info has been requested.